Event description:
While reporting differences between sensor glucose and blood glucose readings, customer reported recently having a blood glucose level of 49 mg/dl. Blood glucose level at the time of the call was 208 mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.